Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the system was experiencing a period of transient optical instability. However, the system began to show improvement with better agreement in bg and sg values. The user was advised to continue using the system, entering any additional calibrations as prompted by the system. The user was informed that the system is expected to improve following stabilization. Per dms review, the user was using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.